Manufacturer narrative:
The reservoir was returned for analysis. The reservoir performed within specifications.

Event description:
On (B)(6) 2011 an aus device was originally implanted. On (B)(6) 2011, redness and inflammation generally around the penis was noted and the patient had trouble urinating. A cystoscopy was performed that indicated the reservoir was in the bladder. The reservoir was removed and replaced.